Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer reported that another patient sample (B)(6) was the next sample to be run, and it ran as expected. The customer purged all samples from streamlab and performed controlled shutdown and reboot. Upon follow up with the customer, it was determined that the cause of the results being reported out for the sample, before it was drawn, was due to a user error. The barcode label was placed on an incorrect tube by an operator at the facility. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The operator of a streamlab automation system reported that results for a patient sample (B)(6), which has not been drawn yet, were generated and reported out. An order was placed for the samples and was scheduled for glucose, urea nitrogen, blood (bun), creatinine_2, potassium, sodium, chloride, calcium, carbon dioxide, total protein, albumin, aspartate aminotransferase, alanine aminotransferase, total bilirubin and alkaline phosphatase testing. The customer reported that the discordant results were not acted upon, and the corrected results were reported to the physician(s) by testing the correct sample. There are no reports of patient intervention or adverse health consequences due to the mismatch of sample ID.